Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that a section of the conductor wire's insulation exhibited melting. The yaw pulley exhibits char marks adjacent to the damaged insulation section. The instrument passed electrical continuity testing. It was concluded that the damage to the insulation was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument. The bipolar yaw pulley and grip base exhibit charring. The grip cable at the distal idler pulley is frayed. The frayed strands stick out at the wrist. The edge of the distal pulley has mechanical indentations and burrs and has visible scratches. It was concluded that the damage to the distal pulley is likely due to mishandling/misuse. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the surgeon experienced difficulty sealing the patient's uterine artery while using the maryland bipolar forceps instrument. The instrument was removed and a replacement maryland bipolar forceps instrument was used to complete the planned procedure. No patient harm, adverse outcome or injury was reported.